Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was a cracked tube which resulted in sample leaking on one device. Additionally there was poor gel barrier separation of a sample in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The four photos show a tube with a crack along its side while leaking blood, and another tube that exhibits poor barrier formation. A total of 30 retained samples were visually inspected for gel defects, cracks, and damage with none of the samples failing for any of the failure modes. Additionally, 10 retained samples were functionally tested and cracked tube was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were under statistical control for the month of september 2025. No additional testing is required at this time. This complaint has been confirmed for the indicated failure modes poor barrier separation and cracked tube. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was a cracked tube which resulted in sample leaking on one device. Additionally there was poor gel barrier separation of a sample in one device. No adverse impact was reported regarding the patient or user.